Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. It was noted that the pacemaker went into backup vvi operation after failed attempt of firmware upgrade. The device was restored successfully, and the patient's parameters were re-entered. The patient was asymptomatic throughout the visit, and would continue to be monitored with normal follow-up.